Manufacturer narrative:
The MFR has completed its analysis of the returned device and catheter segment and the results are as follows: microscopic analysis showed that the device septum was anomaly free with no evidence of internal damage. The device and attached segment of catheter displayed normal usage and did not leak when pressurized. The 4-3/8" loose segment of device catheter had a leak on its surface. Examination revealed a small slit, which may have been introduced by a sharp object. The end of the catheter segment attached to the device and one end of the loose segment of catheter were compressed and unevenly cut, which is characteristic of "pinch-off" sign. The device was patent. A review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. The facility's report that the device catheter had sheared was confirmed by the MFR's analysis. The cause of this event appears to be prolonged compression resulting in catheter shear ("pinch-off"). The facility will be issued an article exclusive to "pinch-off" sign diagnosis for their review. No further details are available. The MFR is now closing its file on this event.